Manufacturer narrative:
Age at time of event: 18 years or older initial reporter facility name: (B)(6). Device evaluated by MFR: promus element plus, mr, ous 2.25 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent was damaged the entire length and struts were stretched proximally. The stent moved on balloon proximally. The crimped stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. No issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-jul 2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.25x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed that the stent was damaged and it moved on balloon.